Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the first report of two reports concerning the same patient surgery. This report concerns the malibu contoured crossbar large 5.5 rod (product ID 12-2075). It was reported during a l5-s1 anterior-posterior fusion surgery, a malibu large crossbar (12-2075) broke while being tightened with a torque limiting screwdriver. The screws (two) that attach the crossbar to the rod were tightened first. During tightening of the middle screw (that adjusts the length of the crossbar) the screw ws sheared from the crossbar assembly. The surgeon removed the crossbar and replaced it with another one of the same size without incident. The patient was not harmed and the surgery was delayed by approximately two minutes.